Manufacturer narrative:
One black fragment from the event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of fragmentation of an internal rubber component of the seal. Based on the condition of the returned unit, it is likely that the reported event was caused by an instrument. The instructions for use (IFU) states, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
A portion of the event device has been returned for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "laparoscopic nissen with paraesophageal hernia repair". Event description: "we received a phone call from [or buyer's name] the or buyer on (B)(6) 2017. He stated that [the doctor] had a portion of the ctf33 seal tear off and fall into the patient and the facility was very concerned. [We] went to the facility today (8/29/2017) to collect all the details of the event. We were able to talk to the surgeon directly. He was using a ctf33, a reusable metal hasson, an airseal, and he was unsure if the other was an 11mm sleeve or another trocar. Upon talking to the nurse that was in the room, she stated it was another ctf33 (not a sleeve). The surgeon stated that during the procedure, he noticed a piece of black rubber material had fallen into the patient. He was able to retrieve it intra-operatively. The staff saved the piece and the package from the trocar, but unfortunately did not save the trocar itself. They will be shipping back the rubber piece that was saved as well as the packaging, but no trocar will be sent back. We asked the surgeon what he was using through the trocar. He said because it was a nissen with paraesophageal hernia repair, he was passing multiple sutures and scissors through the port regularly. He commented that he has never had this happen before with our trocar or any other trocar." Type of intervention: unk. Patient status: "patient stable".